Event description:
It was reported that the nurse was using the pill cutter device when the device fell off of the hinges. The nurse attempted to put the hinges back together and cut her left thumb on the blade requiring stitches to the left thumb.

Manufacturer narrative:
It was reported that when the nurse put the pill in the cutter, she pushed to cut the pill and the hinges fell off so she tried to reattach the hinges. The nurse stated that when she tried to reattach the hinges her thumb was on the side where the blade was and the lid came down on the 1st joint, palmer side surface of her left thumb. The nurse stated that she was able to apply pressure and wrap her thumb at the time of the injury but had to go to the emergency department where she received 3 stitches to her left thumb. The nurse reports that she still has pain but the area is closed and healed at this time. No additional information is available. The sample was discarded and is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Recall r-22-med12 issued on 5/11/2022.